Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The pod was not worn. No treatment and no impact to the patient's glucose level was reported.